Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the summer of 2008, the patient was involved in a motor vehicle accident, after which she underwent x-rays of her injuries and was discharged after giving pain medication. The patient continued to experience radiating pain in her right arm and shoulder. On (B)(6) 2009, the patient underwent posterior spinal fusion using auto allograft and pedicle screws at the c1-c2 level. The patient was implanted with rhbmp-2/acs. Post-op, the patient experienced fainting spells for a short period of time. The pain in her right arm did go away after the surgery; however, within one week, she began experiencing pain at the surgery site. The patient is no longer able to enjoy activities like sports and hobbies, in which she used to be very involved.